Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported hospitalization for rash, urinary tract infection and hyperglycemia. No release records were reviewed, as the product number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose (bg) level reached 589 mg/dl after wearing the pod between 36 and 48 hours. Customer was hospitalized. Patient was diagnosed with rash and urinary tract infection. Patient was treated with manual injections. Patients blood glucose, carbohydrate intake and insulin history is as follows: (B)(6).